Event description:
This lead was explanted and replaced due to dislodgement, loss of capture and high thresholds. Lead was found dislodged in the recovery room with a cxr. Patient started to have pain in her chest and had no capture so took her back to surgery two hours later. Physician decided to explant the lead because they had already repositioned the lead three times in the first case. The lead had tissue embedded in the screw. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.